Event description:
On 19th april 2023, rayner received notification from its distributor in brazil of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that iol implantation was "abrupt and too fast" resulting in a damaged iol being delivered into the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "the lens initially came out under the usual pressure, but at the end of the injection came out at great speed and abruptly". The lens was delivered in a damaged state necessitating iol explantation and exchange. The product has been confirmed as available for return; however, no product has been received by rayner for inspection to date. The rayner rayone preloaded iol injection system use fmea identifies the following as possible causes of "explosive expulsion of lens"; plunger advanced too quickly and forcing a jammed plunger during iol insertion. Our review of production records for the rayone aspheric rao600c batch 082198489 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 082198489. Rayner is following up with its distributor in brazil to obtain additional evidence and information to facilitate further investigation of the event.